Manufacturer narrative:
H2, h6 updated. The commander deliver system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned; therefore, no imaging evaluation was performed. A device history record (DHR) review was not done due to limited information pertaining to the lot number a lot history review and complaint history review was not done as an existing technical summary is applicable to this event. The review of the instructions for use (IFU) was performed in an existing technical summary a review of edwards lifesciences risk management documentation was performed for this case. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. No further action is required. The complaint for failure balloon burst and withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath were unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per description event, there is presence of calcium in the patient lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. An existing technical summary applies to this event therefore, no preventative or corrective actions (CAPA) are required, and no product risk assessment (pra) escalation is required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a procedure to implant a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured when it was at least 90%+ inflated. The nominal inflation was used and 27ml was added. The inflation technique was medium to fast, started somewhat slow and rapidly deployed once valve was locked in. The patient had quite a bit of left ventricular outflow tract obstruction left ventricular outflow tract (lvot) calcium which was where the balloon was split. An echo was preformed, no leak was noted, the gradient was 4 and the doctors determined no need to post dilate. When removing the commander system, resistance was noted when the commander was just inside the end of the sheath and the sheath and commander were fully removed together at that point. The consensus was that the lvot calcium was the cause of the balloon rupture.